Event description:
Additional information received from healthcare provider. The toxicology report was sent back. The comprehensive blood panel showed the patient was positive for benzodiazepines, alprazolam (alprazolam quant: concentration 31.8ng/ml, therapeutic range is 10-40), fentanyl (fentanyl quant: 62.3ng/ml, therapeutic range 1-3), analgestics, tramadol (tramadol quant: 1490ng/ml, therapeutic range 200-750), nortramadol (nortramadol quant: 203ng/ml, therapeutic range-not establisted), antidepressants, nortriptyline (nortriptyline quant: 292ng/ml, therapeutic range 5-150), and stimulants (caffeine-positive, analyte was qualitatively positive but was not confirmed by an alternate analytical method). The urine random test showed positive for benzodiazepines, alprazolam (alprazolam quant: 460ng/ml), a-oh-alprazolam ( a-oh-alprazolam quant: 351ng/ml), fentanyl (fentanyl quant: 27.4ng/ml), norfentanyl (norfentanyl quant: 35.4ng/ml), tramdol/metabolite (tramodol quant: >1000ng/ml), and nortramadol (nortramadol quant: >1000ng/ml).

Manufacturer narrative:
Concomitant product: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. (B)(4). Analysis of the catheter found kink on catheter body. Analysis of the catheter also found damage to catheter body.

Event description:
The patient passed away on (B)(6). The cause of death was not unknown. The catheter was returned.

Manufacturer narrative:
\Additional information/device evaluation summary: analysis found a kink just distal of the catheter to catheter connector on the spinal segment of the catheter and a torn transition tube on the pump segment of the catheter. When the kink was bent to a tight radius during pressure testing (occluded at 1 psi) the catheter became occluded. No anomalies were noted inside the sutureless connector cup. Conclusion code is not applicable for this event.

Event description:
Information was received from a healthcare professional regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain/pancreatitis. Per the medical examiner, the patient had a very high fentanyl level and he couldn't determine why. The patient was found dead by her roommate. She had just recently moved to (B)(6) and no one knew much about her. There was no record that the pump had been refilled, but there was a gap in time between (B)(6) 2015 when she saw the physician in (B)(6) that she had been referred to and her date of death (B)(6) 2015. For preceding events, see manufacturer's report # 3004209178-2015-17629.

Manufacturer narrative:
Interrogation of the pump upon receipt indicated that the pump was delivering fentanyl (1,500 mcg/ml at 328.8 mcg/day) and bupivacaine (15 mg/ml at 3.288 mg/day). The pump reservoir had 1 ml of fluid present. The pump was in the simple continuous infusion mode with patient activated dosing active.